Event description:
It was reported that lines were missing from display screen. It was reported that insulin pump was not bumped or dropped. It was also reported that customer was in the hospital for examinations but blood glucose was stable. Insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.